Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported issue was due to failure of the plug unit and cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no video communication during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement reported.